Event description:
On (B)(6) 2012, customer reported that the immage instrument had a slow leak at the sample probe and that the cuvettes did not fully drain. Customer also stated that imprecision on iga was noted. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and an obstruction in the reagent probe. Fse removed the obstruction and noted that the main vacuum tubing showed signs of deterioration and collapse. Fse replaced hydro tubing #16, the valve and the syringe. This resolved the issue.

Manufacturer narrative:
(B)(4).